Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated into the needle shield. This was discovered during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9252463. It was reported that needle hub separated into needle shield. Verbatim: pharmacist called on behalf of the consumer to report, when consumer removes shield prior to injection, needle and hub get stuck inside shield. Stated, consumer does not attempt to remove them. Stated, at least 10-15 affected but not on the same day. Consumer left samples and box with pharmacist. Sending replacement to pharmacy for consumer to pick up.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated into the needle shield. This was discovered during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9252463. It was reported that needle hub separated into needle shield. Verbatim: pharmacist called on behalf of the consumer to report, when consumer removes shield prior to injection, needle and hub get stuck inside shield. Stated, consumer does not attempt to remove them. Stated, at least 10-15 affected but not on the same day. Consumer left samples and box with pharmacist. Sending replacement to pharmacy for consumer to pick up.

Manufacturer narrative:
H.6. Investigation: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9252463. Customer states that the needle hub separated into the needle shield. Both returned syringes were tested and the hub-needle/shield assembly separated from the barrel. No defects were observed on the remaining syringe. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200845989] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 has been opened to address this issue.